Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement ups power supply shipped to site (B)(4) 2015. Medtronic investigation of returned suspect device confirms reported problem "random shut-down." Charge original battery in uninterrupted power supply overnight. No power-up in morning, the battery is depleted. Replaced battery with fa test battery, allowed to charge overnight, and ups passed 5 minute load test. Battery needs to be replaced. Electrical failure - battery will not hold charge. On (B)(4) 2015 - a medtronic representative, following-up at the site, reported replacing the mvs ups and the system was functioning as intended. Issue resolved. On (B)(4) 2015 - a medtronic representative performed an imaging system check-out, all areas passed. Replaced mobile viewing system (mvs) ups, retrieved error logs. System is ready to use. System performed as intended. According to the customer the dose report was lost. The dose report was not saved on the machine when the medtronic representative performed a system check-out.

Event description:
A site representative, operating room (or), reported that after a procedure, when moving the imaging system out of the room noted that the mobile viewing system (mvs) monitor went black. The site representative plugged it into the wall and the line power light was on, then the monitor went black again. The first time the monitor went black was when the site representative turned it back on and found the dose report was lost. This occurred after surgery. There was no impact on patient outcome.